Manufacturer narrative:
This supplemental report is being submitted to provide h4/device manufacturer date.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, and the customer's complaint of the e117 error message was not confirmed during inspection at the repair department. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
The procedure was diagnostic. This phenomenon was found in preparation for use, not in use or procedure, so there is no delay regarding procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera 4k uhd camera control unit exhibited error code e117. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.